Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The philips service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the cv3 and the ventilator passed performance verification testing.

Event description:
It was reported that the ventilators check valve 3 (cv3) was damaged. There was no patient involvement. The event date was not specified; estimate used.